Manufacturer narrative:
(B)(4).

Event description:
Medtronic received information from a journal article that a patient who had a transcatheter bioprosthetic aortic heart valve implanted required surgical replacement of the device after implant due to thrombosis. The information was obtained from an article that was based on a literature review of 70 articles addressing transcatheter heart valve failure that were published between december 2002 and march 2014. The article reported the patient presented with dyspnea 12 months after device implant. Due to increased mean gradients, the valve was explanted and replaced with a surgical aortic valve. It was reported the explanted device showed thrombosis, with pannus restricting leaflet mobility. Following device replacement, no subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A review of medtronic¿s databases showed the complaint information previously had been received; because the complaint occurred outside the united states prior to FDA approval for commercial use, it was not previously reported. A review of the device history record could not be performed as the valve serial number was not provided. It was reported that an assessment revealed thickened valve leaflets covered with thrombotic host tissue and pannus along the frame and partially along the free margins. The tissue overgrowth was determined to be the cause of the leaflet hypomobility, although the cause of the valve deterioration could not be determined. No change in valve position, stent deformation, calcification, or vegetation was detected. Pannus and thrombus are known failure modes for bioprosthetic valves and are generally related to patient condition. With no device return and limited information available, a more detailed assessment could not be performed. (B)(4). Original article: subacute transcatheter corevalve thrombotic obstruction authors: lancellotti p., radermecker m.a.,weisz s.h., legrand v. Circulation: cardiovascular interventions 2013;6:e32¿e33. Doi: 10.1161/circinterventions.113.000213 cited in: transcatheter heart valve failure: a systematic review authors: darren mylotte, ali andalib, pascal the´riault-lauzier, magdalena dorfmeister, mina girgis,waleed alharbi, michael chetrit, christos galatas, samuel mamane, igal sebag, jean buithieu, luc bilodeau, benoit de varennes, kevin lachapelle, ruediger lange, giuseppe martucci, renu virmani, and nicolo piazza european heart journal doi:10.1093/eurheartj/ehu388 september 28, 2014.